Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, during an ablation near the left superior pulmonary vein, the patient developed an effusion which was diagnosed via intracardiac echocardiogram. A pericardiocentesis was performed and the patient was then transferred to the operating room where the bleeding was able to be stopped. The intervention administered is not known. The perforation was noted to be anterior of the right pulmonary vein. There were no performance issues with the abbott device.